Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
At least 2 inappropriate shocks delivered due to what appears to be emi on the lead. Recommended bringing patient in to evaluate full episodes and discuss what the patient was doing around that time to confirm emi. Device remains implanted.